Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and myocardial infarction are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, no pre-dilatation was performed prior to placing the xience v stent inside a restenosed stent. The IFU states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, the IFU states that the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It is unknown how, if at all, this may have contributed to the reported patient effects.

Event description:
It was reported that post direct stenting procedure in a 100% restenosed, non-abbott stented lesion in the proximal circumflex artery with one 3.5 x 18 xience v stent, the patient experienced chest pain with elevated cardiac enzymes which was diagnosed as a non-st elevation myocardial infarction. The patient was placed on a nitroglycerin infusion and the patient's ace inhibitors and betablockers were increased. The patient's condition resolved on (B)(6) 2008 and the patient was discharged. There was no additional information provided.